Manufacturer narrative:
Explant was reported due to vegetation on the valve. The investigation found that there was infective endocarditis, vegetations, and fibrous thickening on all three leaflets. A gram stain was negative for organisms, consistent with treatment. There was fibrous pannus ingrowth on the outflow surface of leaflet 1 and leaflet 3. Leaflet 3 contained a calcification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 25mm trifecta valve was successfully implanted in the patient's aortic position with non-everting mattress suture technique using pledgets on (B)(6) 2014 due to calcification. An abbott sizer was used in the surgery. A coronary artery bypass grafting (CABG) was also conducted. The patient had a bladder fistula constructed in (B)(6) 2021 due to benign prostatic hyperplasia and bladder asthenia(neurogenic bladder). This bladder fistula caused urinary tract infection and septic shock occurred on the patient on (B)(6) 2021. Echocardiography obtained at the previous hospital revealed that vegetation had adhered to the trifecta valve. The patient was referred to the (B)(6) hospital((B)(6)) for the vegetation removal, but transthoracic echography at the (B)(6) hospital did not clearly show vegetation. However, the diameter of the ascending aortic aneurysm was confirmed to be 60mm, and artificial blood vessel replacement had to be performed during which the trifecta valve was observed directly. There was vegetation-like substance adhered to the part near the stent on the inflow side of the left coronary cusp (lcc) and right coronary cusp (rcc). Although there was no problem with the trifecta valve on the echocardiogram(no aortic stenosis(as) and almost no aortic regurgitation(ar)), the trifecta valve was explanted because of the vegetation and also because there might have been influence of infection on the trifecta valve. A 21mm epic supra valve w/flexfit was implanted as a replacement. It was reported that the stent part of the trifecta valve got damaged during explant; the upper part of the stent post was grasped with forceps at the time of explant. The patient is in stable condition postoperatively. No additional information was provided.